Event description:
The customer stated the device does not charge and the charge button does not function. No patient involvement.

Manufacturer narrative:
(B)(4). A f/u will be submitted upon completion of the investigation.